Manufacturer narrative:
H6 - the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found lens to be within specification. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Date of event: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.5/+3.5/091 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a same size different sphere/axis lens due to refractive surprise and the problem is resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
On (B)(6) 2021; the lens was exchanged with a 12.6mm vticm5 12.6 implantable collamer lens. (B)(4).